Manufacturer narrative:
Mml reference #: (B)(4). The device manufacture dates are included in d4 - UDI number.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024, due to the patient having a transient ischemic attack (tia) episode approximately three weeks post-initial reactive system implant procedure. The patient was admitted for ongoing evaluation and treatment. Reportedly, the patient had to be off their medication to have the implant procedure. The type of medication and dosage are unknown. Further information was received stating that the patient had aphasia. The patient states that he has had about 3-4 episodes in which he is not able to get his words out and express himself. It is unknown if these episodes were before or after the implant procedure. The patient also states he had dysarthria and slight disorientation. The patient reported having a history of tias in the past and came to the ER for evaluation. A computed tomography (CT) scan and brain magnetic resonance imaging (MRI) were taken. No acute findings were noted. The patient was discharged the following day. According to the implanting physician, the device has no relationship with the incident. The device remains implanted and functional. The device manufacturing record was reviewed. No relevant nonconformances were found.